Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 9735799, lot #: 1 707294996400784 h3: analysis of of the s8 svc revealed that the checkpoint was tested and found when power was applied the wan link and activity leds would stay solid and the unit would not boot up properly. Pressing the factory defaults button when plugged in would not change the status. Fdm b01, fdr c0201, fdc d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: net 9735799 sec app-amer-confd s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. A clinical specialist/manufacturer representative (rep) on site called to report connection issues with the camera cart as well as intermittent "no video signal" on the main cart. The rep was using 2 systems to help troubleshoot. He confirmed that both camera carts work with the functioning main cart. He also confirmed both cart-to-cat cables work with the functioning main cart. Technical services (ts) directed the rep to check the cables into the back of the computer. He confirmed all cables are fully seated. Ts had the rep check the computer fan and ups connections. All appeared normal. Under the self test tool, uninterruptible power supply (ups) connection lost was listed under the main cart. Ts directed the rep to unplug from the wall and power down. We waited 2 min before powering on. This did not resolve the issue. The rep returned to the site to troubleshoot more the next day. No patient. Additional troubleshooting after the date of the event: the rep swapped camera carts and cart cables and the issue remained consistent with this main cart. The rep replaced the ups and reported this did not resolve the behavior. The camera cart is still unable to connect to the main cart, the self-test tool reports connection lost for the main cart ups, and when he powers down the main cart the screen displays "no signal" instead of fully shutting down. Confirmed system connections were correct.

Manufacturer narrative:
Account/facility name updated with new information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The network router as replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A uninterruptible power supply (ups) was returned and analyzed. Initially when the returned ups was connected to ac w/battery attached, the ac <(>&<)> battery led's were faint. The err led was flashing. After approximately thirty seconds, the ac led changes to solid and the battery light flashes several times, then became solid and the err led was no longer on. Also, the v2 led did not illuminate. All twelve and forty eight volt outputs measured normal voltages. The power switch functioned as intended. A upd failure was confirmed. If information is provided in the future, a supplemental report will be issued.